Manufacturer narrative:
H3 other text : device not returned to manufacturer..

Event description:
The manufacturer received information in relation to a remstar plus c-flex unit. The patient alleged that he has nasal pain, cough, and runny nose for the past six months; and suspected that this incident is associated with the usage of the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. In addition, the device is noisy during operation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.